Event description:
It is reported that the patient fell on the cement and underwent a revision surgery due to a fractured stem.

Manufacturer narrative:
Evaluation summary: revision operative notes were received. During revision it was noted that the bursa was inflamed and there was a hematoma. The patient had a distal fracture around the tip of the femoral implant, and there was also a fracture of the greater trochanter. The aforementioned conditions were likely due to the patient fall, which is the cause for the revision. The fall may have been caused by a number of mechanisms, including but not limited to instability, dislocation, leg length discrepancy, and malalignment of components. Without more information a definitive root cause cannot be determined at this time. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.